Manufacturer narrative:
The device was not returned for evaluation. A review of the appropriate device history records of the superdimension console indicates this device was released meeting all quality specifications.

Event description:
Four days after a superdimension enb procedure the patient experienced shoulder and back pain confirmed as from the anaesthetic used during the procedure. Patient's general practitioner and took paracetamol (acetaminophen). Three days later the pain resolved.